Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements. An electrogram (egm) was performed and the results were normal. Electromagnetic interference (emi) was discussed as a possible cause as well as the possibility of lead damage. No changes have been performed. This device remains in service. No further adverse patient effects were reported.